Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Event description:
It was reported that bd nexiva blood control plug leaked. The following information was provided by the initial reporter, translated from chinese to english: after the medical staff punctured the patient, they found that the patient's blood spurted out from the rubber stopper while rinsing. A reply letter is required, a complaint acceptance letter is required, no claim settlement is required, photos are required, and samples can be returned

Manufacturer narrative:
Investigation results: received one unsealed 20ga x 1.00in. Nexiva unit. Visual inspection discovered that the septum was not seated correctly. The septum was caved in with the canister. The canister also appeared to be damaged. The reported defect was confirmed. During manufacturing this defect may occur. During assembling the secondary septum in the canister, it is possible for the septum to not be fully seated, or damaged due to machine misalignment. This may cause leakage during use. An equipment design of placing parts assure orientation and alignment to mitigate the occurrence of this defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Investigation conclusion(s): the defect of ¿leak at septum (nexiva)¿ was confirmed. Probable root cause(s): manufacturing.

Event description:
No additional information.